Event description:
It was reported that one day after a left transcarotid artery revascularization (tcar) procedure, the patient experienced an acute stroke with stent thrombosis. The physician performed a mechanical thrombectomy and re-ballooned the stent. The patient's symptoms have not yet resolved and the patient has right hemiparesis and aphasia. A p2y12 test was performed and the patient was reported to be a low responder to clopidogrel, however no test results were provided. At this time, it is unknown if the reported event is related to procedural issues, patient resistance or non-compliance to medication, or a silk road medical device failure, hence, the event will be reported out of abundance of caution.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. At this time, it is unknown if the reported failure is related to procedural issues, patient resistance or non-compliance to medication, or a silk road medical device failure, hence, the event will be reported out of abundance of caution. Complaints will continue to be reviewed and monitored for trends. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. If additional information is received, a supplemental report will be filed.